Manufacturer narrative:
D2: common device name: blood specimen collection device; intravascular administration set d.2. Medical device type: one additional code applies: (B)(6). E1: initial reporter facility name: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, the tubing was cut from the beginning. No patient impact reported

Event description:
It was reported that while using bd vacutainer® push button blood collection set, the tubing was cut from the beginning. No patient impact reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 04-jun-2024. Investigation summary : material #: 367326. Lot/batch #: 3277274. Bd received one (1) sample and three (3) photos for investigation. The photos were reviewed, the customer sample was visually inspected and the indicated failure mode for severed tubing was observed. Additionally, 100 retention samples from bd inventory, were evaluated by visual examination and the issue of severed tubing was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of severed tubing. The root cause was determined to be tubing outside of the pocket leading to the tubing being severed and the seal needing to be fluffed. The correction was performed by replacing the windhead which allowed the product to better conform to the pocket and fluffing the seal. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.